Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. Unrelated to the alleged issue, the meter had missing components. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the spouse/reporter on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 5pm. The patient reportedly tested on the subject device and reported blood glucose values of "240, 440, 78 and 24mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with an unknown type and dose of insulin and self adjusts based on her meter results and carbohydrates. The reporter did not know if the patient made any adjustments to her insulin dose based on the alleged erratic results. The reporter stated the patient did not develop any symptoms related to diabetes but was feeling weak, tired and had stomach cramps. She was taken to the emergency room at approximately 6pm on that same evening. The reporter informed the mss that the patient was treated with IV fluids and given medication for a urinary tract infection and bowel infection. At approximately 6:30pm the patient's blood glucose was tested with a hospital meter (unknown type) and reportedly obtained a value of "400mg/dl" for which she was also treated with insulin. The type and dose of insulin was unknown to the reporter. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the samples were obtained from the same approved site. The subject test strips were unexpired and stored correctly and the correct testing procedure was followed. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention by an hcp for an elevated blood glucose after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.